Manufacturer narrative:
Correction: section h10- added related report numbers 2017865-2024-37685.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-37685. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, both pacemaker and right ventricular (rv) lead exhibited loss of capture and low impedance measurements. No intervention was reported. The patient was discharged with no reports of adverse consequences.